Event description:
The hospital reported that the hemopro2 extension cable was working intermittently. The issue was not discovered during a case. The product is returning. Customer said it has been working intermittently but still had it sterilized and ready for cases.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).